Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: the healthcare facility is in united states, but further information was not reported, and the reporter asked to remain confidential. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a procedure performed on (B)(6) 2025. During the procedure, a cre fixed wired balloon was used to dilate the esophagus. The balloon was reported to be completely deflated, and it would not exit the working channel of the scope. The balloon had to be cut manually for removal. It was reported that a serious injury that required intervention occurred. Additional clarification regarding the nature of the serious injury or the type of required intervention was not provided. No further information is able to be obtained as the reporter asked to remain confidential.